Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) went onsite and found issue with, pdu fan tray and dcps (direct current power supply). To resolve the issue, the fse replaced the pdu fan tray and dcps (direct current power supply). The defective parts were returned for analysis, for pdu fan tray and dcps, cause cannot be determined. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.